Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial and shock channels resulting in false atrial tachy response (atr) and pacemaker mediated tachycardia (pmt). Technical services (ts) indicated that the noise appeared to be electromagnetic interference (emi) and recommended isometric testing and lead revision. This device was subsequently explanted and replaced due to normal battery depletion. No adverse patient effects were reported. Additional information was received that the cause of the noise was undetermined. This device has not been returned. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial and shock channels resulting in false atrial tachy response (atr) and pacemaker mediated tachycardia (pmt). Technical services (ts) indicated that the noise appeared to be electromagnetic interference (emi) and recommended isometric testing and lead revision. This device was subsequently explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.